Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00142. The pt received her scs system on (B)(6) 2010 including two percutaneous leads and two anchors. It was reported that she underwent a surgical revision on (B)(6) 2011 due to lead migration. During the course of the procedure, the two anchors allegedly broke. The physician successfully repositioned the leads and used two new anchors to secure the device. The pt is said to be receiving effective stimulation and therapy coverage since the procedure. The anchors were returned to the MFR for analysis.